Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to water. The insulin pump was functioning but had a foggy screen. The customer was delivering insulin but the insulin pump did not stop delivering because it was squirting insulin. The insulin pump alarmed compromised force sensor system. The customer then received a battery out limit alarm and was unable to clear it. The insulin pump kept vibrating. The customer's blood glucose dropped from 103 mg/dl to 70 mg/dl due to the over delivery of insulin during the compromised force sensor system alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.